Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported their insulin pump suddenly lost power without any alarm. The customer's blood glucose level was unknown at the time of the incident. The customer also stated the display was blank. Customer stated battery cap is neither damaged nor corroded. Customer also reported the insulin pump loss communication with the glucometer after losing power, but was able to repair them. The insulin pump will not be returned for analysis.